Event description:
Reporter noted low vacuum during phaco, manually increased setting, but no improvement. Chamber collasped during I/a. Posterior capsule tear occurred, anterior vitrectomy performed. Patient is recovering well.